Event description:
It was reported that the communicator had a red doctor call alert, indicating there was an issue communicating with this pacemaker. It was noted that the communicator was able to connect to the device. It was noted that the max amount of patient-initiated interrogation was reached. Ts later noted that the communicator was no longer functioning. A new adapter was sent by ts. However, additional information received indicates that a new communicator was sent but has not been set up yet. The device remains in use. No adverse patient effects were reported.